Event description:
It was reported that there were telemetry issues. It was suspected the implantable neurostimulator (ins) may have been dead. The patient had not had stimulation for three weeks. The patient was seen by the doctor on friday, (B)(6). X-rays were taken; they were inconclusive for any abnormality. The doctor believed that because the lead and extension were close to 15 years old, there was probably a short in the lead or extension. The patient was being scheduled for a system change out. A date has yet to be determined.

Manufacturer narrative:
(B)(4)